Event description:
It was reported that the introducer needle (cannula) broke in three places. The physician made a small incision to remove the pieces with needle-nose pliers. Routine x-rays showed that all pieces of the needle were removed, and the procedure was completed successfully as planned.

Manufacturer narrative:
According to the sales representative, the physician used a mallet to insert the needle (cannula). The instructions for use state "device malfunction or breakage may occur due to excessive forces being applied to the device." Device has not been returned to the manufacturer. If the device is returned, a follow-up report will be filed.